Manufacturer narrative:
The information received, by the manufacturer. Has been re-evaluated for MDR reporting, and it was determined, that this case does not meet the threshold for reporting. And is a non-reportable event. If further details are provided confirming, the occurrence of a reportable event, our files will be updated accordingly. And a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that an a/c plug port was broken. No case involved. There was no surgical delay.